Event description:
It was reported that right ventricular (rv) lead was observed with t-wave oversensing (twos). Reprogramming sensitivity removed the twos. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645, lead, implanted: (B)(6) 2014; 429688, lead, implanted: (B)(6) 2014. (B)(4).